Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed no evidence of the reported issue. To further investigate, a pressure switch test and visual inspection was performed. The customer's reported problem was confirmed: the pump's pressure switch test was found to be activated out of the pump's manufacturer specifications. The downstream occlusion sensor was replaced to correct the issue.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was failing downstream occlusion. It is unknown if there was patient involvement.